Manufacturer narrative:
Manufacturer¿s reference # (B)(4). Summary of investigational findings: a female patient underwent thoracic endovascular aortic repair (tevar) to treat an aortic aneurysm. The procedure started with a right fa (femoral artery) cutdown. Since access was rather difficult, the physician performed a passage test with a 16fr sheath (gore/dryseal 16fr) in advance and confirmed that the sheath could pass through. When the physician attempted to insert the delivery system zta-d-28-160-w1 (complaint device), it stopped advancing at the right external iliac artery (eia) midline. The physician attempted to make it move forward, but it did not advance. The procedure was completed without placing the device, based on the physician's judgment that there was a high risk of vascular injury if the delivery system was moved any further. It is both reported that the access vessel was 5.8- and 6-mm. There was moderate calcification, and the advancement difficulties were at the tortuous part of external iliac artery (eia). Per the physician comment ¿the case had difficult access, it is possible that the device did not pass. It was probably caught in the calcification¿. There have been no adverse effects to the patient reported. Review of the device history record gave no indication of the device being produced out of specification. The device was not returned, and no images were received. According to the instruction for use ¿iliofemoral access vessel size and anatomy (thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 16 french (6 mm od) to 20 french (7.7 mm od) vascular introducer sheath¿ it is reported that the patient had difficult access with moderate calcification and a tortuous eia. The access vessel diameter is reported as 5.8-6 mm. Based on the reported information it is likely that the advancement difficulties experienced were due to patient anatomy, since the access vessel had moderate calcification and was smaller or equal in size as the outer diameter of the delivery system. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to reporter: the procedure was started with a right femoral artery cutdown. Since access was rather difficult, the physician performed a passage test with a 16fr sheath (gore/dryseal 16fr) in advance and confirmed that the sheath could pass through. When he attempted to insert the deliver system, it stopped advancing at the right external iliac artery midline. He attempted to make it move forward, but it did not advance. The procedure was completed without placing the device, based on the physician's judgment that there was a high risk of vascular injury if the delivery system was moved any further. Patient outcome: the patient was recovered.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.